Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was confirmed along with signs of 3rd party repairs. Based on the investigation details, the likely cause was problems with bearings and the saw not being assembled properly. The motor, front housing, and bearings were all replaced along with some additional work. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the saw began leaking a black, oily substance during a laforte osteotomy. The substance came into contact with the pt, however, there were no adverse affects reported. It is unk at this time how the substance was removed/cleaned and any treatment that may have been administered. The procedure was complete successfully with the same device.